Manufacturer narrative:
(B)(4) photosensitivity. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with dry eye in left eye. A brief description of the event says that patient removed bandage contact lens too early and now has epithelial defect in left eye. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of dry eye, intense burning and decreased in visual acuity. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 .75 x 1.25 x 155, left eye pre-op 20/20 1.25 x -.50 x 105. Bcva from (B)(6) 2016: right eye post-op 20/15 .25 x -.25 x 100, left eye post-op 20/20 -1.50 x -.25 x 160. Bcva from (B)(6) 2016: right eye post-op 20/15, left eye post-op 20/150. Bcva from (B)(6) 2016: right eye post-op 20/20, left eye post-op 20/200. Patient does not recall rubbing his eye but he feels better. On (B)(6) 2016 patient complained of blurred vision, photosensitivity, redness and it was noticed epithelial is not healing in left eye. Oral steroid was given and eye was patched.